Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.344 inches long. Inspection of the luer under magnification showed no stress marks. Functional testing was performed and a leak was observed flowing through the crack on the female luer. The probable cause of the breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported leaking from a cracked female luer during an infusion of epinephrine, dosage and rate not specified. The patient reportedly had an unspecified clinical effect without lasting harm.